Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.